Event description:
It was reported that during an unk procedure, wasn¿t able to use a 3rd reload as the device wasn¿t opening despite a short water clean up after every single firing. Surgeon decided to open a new device. No harm occurred to the patient, as the second and last reload was fired successfully.

Manufacturer narrative:
(B)(4). Date sent: 5/7/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Psee45a was already out of the patients body ready to recharge with a 3. Reload what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? As far as third person confirmed, they tried forcefully w/o using knife reverse switch or the manual override ¿ as the device was already outside. Did the jaws eventually open? The jaws never opened. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2024. D4: batch # 812c68. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a was returned with no apparent damage, with the jaws and trigger in the close position. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. Also, a gst45d reload loaded. The reload was received fully fired with several b-formed staples on the deck. Upon further inspection, the reload was found to have damage on the knife channel. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. The event described could not be confirmed as the device performed without any difficulties noted. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens it is possible that the knife may push the staple line and tissue forward shaving the reload deck. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 812c68, and no non-conformances were identified.